Event description:
Leaking (possible rupture?) Right chest wall expander and infected left chest expander. Both removed. Expanders implanted at hospital in 2002 as immediate reconstruction bilateral mastectomies.